Event description:
It was reported that a few days after being tasered and restrained by the police, the pt experienced a shocking and jolting sensation. The pt also reported warmth and swelling at the pocket site. Add'l info rec'd reported that the pt's system was intact, and the pt was schedule for lead placement revision. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 377860, lot# v107148013, implanted: (B)(6) 2008, product type: lead. Product ID 377860, lot# v107148014, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reported that the stimulation device had not worked in 3-4 years. The patient stated that the stimulation device was causing more pain than it was relieving and started causing pain 4-5 years prior to the report. It was noted that the health care profession was going to remove the stimulation device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.